Event description:
Broken 3cg wire went into the patient's pulmonary artery. Facility said it happened from either the nurse cutting the wire when trimming the PICC or a compromised wire. The wire is still in the artery and will be left there.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reya1692 showed no other similar product complaint(s) from this lot number.